Event description:
As reported, the coil deployed in the microcatheter in the patient by itself without actually being detached. Coil was removed along with the headway 17 microcatheter. Was not left in the patient. The device is available for return and investigation. There was no patient injury. The patient outcome was good.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported, the coil deployed in the microcatheter in the patient by itself without actually being detached. Coil was removed along with the headway 17 microcatheter. Was not left in the patient. The device is available for return and investigation. There was no patient injury. The patient outcome was good.

Manufacturer narrative:
The investigation of the returned coil system found the pusher returned without the implant attached, but no indications of activation using a detachment controller was found on the pusher heater coil. Further inspection found the pusher hypotube kinked. The implant was found stretched at the proximal section, separated from the pusher, and partially stuck within the returned microcatheter. The investigation found the pusher¿s monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher kink and stretched implant, but this damage is consistent with the device experiencing forces exceeding the pusher and implant's yield strength. The returned microcatheter was found flattened at 6cm from the distal tip, which may have caused or contributed to the reported complaint. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. H11 - corrections. Corrections made to fields in section d, g5.